Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 18 days of data (31jul2023 ¿ 18aug2023 per the timestamp). The log file captured a driveline communication fault alarm on 18aug2023 from 06:58:28 to 09:56:26 due to a com_a_fault. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that the system controller was exchanged; however, it was not stated if exchanging the controller resolved the issue. It was stated that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline communication fault. It was noted that their modular cable was well worn. Log file analysis confirmed a driveline communication a fault on 18aug2023. It was later communicated that the controller and modular cable were exchanged. Related controller MFR: 2916596-2023-06350.